Event description:
An infusion pump with a failure code 570. The failure was reported to have occurred prior to pt infusion. No record of any pt incident involving the pump since the last baxter service event.